Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (b)(46 manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for m. Chimaera. The customer drained the unit and removed it from service. There is no known patient involvement.

Manufacturer narrative:
Through follow-up communication with the customer, livanova (B)(4) learned that the customer was notified that the unit tested positive for mycobacterium chimaera on september 19, 2016. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). An overview of the water testing for the unit was provided to livanova (B)(4). The test results show that the water samples that tested positive for mycobacterium chimaera were taken on (B)(6) 2016. Samples were also taken on (B)(6) 2016, which tested negative for mycobacterium chimaera. Following the receipt of positive test results (received september 19, 2016), the customer performed a cleaning and disinfection cycle. On february 9, 2017 livanova (B)(4) was informed of a recurrence. The unit was found to be contaminated with mycobacteria peregrinum on (B)(6) 2016. The customer plans to return the unit to livanova (B)(4) for deep disinfection. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.